Event description:
Pain [pain], swelling [swelling], discomfort [discomfort], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from other reporter via sales rep regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided on the same night, the pt developed pain, swelling and discomfort. On (B)(6) 2012, the pt's knees were aspirated. Twenty milliliters of turbid synovial fluid was aspirated in the right knee and 40 ml was aspirated in the left knee. On the same day, the pt received cortisone injection. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was no provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the production and quality control documentation for lot # v1130, with exp date (09/2014) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.